Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿soft tissue imbalance can cause excessive wear and/or failure of the implant.¿

Event description:
It was reported that patient underwent an initial knee arthroplasty on (B)(6) 2001. Subsequently, patient underwent a revision on (B)(6) 2015 due to poly wear. The poly bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded by hospital as biohazard.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right initial knee arthroplasty on (B)(6) 2001. Subsequently, patient underwent a right revision on (B)(6) 2015 due to poly wear. The poly bearing was removed and replaced. No further information has been provided.